Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to intermittent t wave oversensing. The health care professional (hcp) called technical services (ts) for programming assistance. Ts provided programming optimization recommendations. At this time, no additional adverse patient effects were reported. This ICD remains in service. Subsequent additional information was received reported that an explant procedure was performed. This ICD was explanted successfully. No additional adverse patient effects were reported. This ICD was retained by the hospital.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to intermittent t wave oversensing. The health care professional (hcp) called technical services (ts) for programming assistance. Ts provided programming optimization recommendations. At this time, no additional adverse patient effects were reported. This ICD remains in service. Subsequent additional information was received reported that an explant procedure was performed. This ICD was explanted successfully. No additional adverse patient effects were reported. This ICD was retained by the hospital.

Manufacturer narrative:
The correction report is being submitted due to a change in the b2 outcomes attrib to adv event field. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to intermittent t wave oversensing. The health care professional (hcp) called technical services (ts) for programming assistance. Ts provided programming optimization recommendations. At this time, no additional adverse patient effects were reported. This ICD remains in service.